Manufacturer narrative:
Date of event: exact date unknown, event occured since implant.

Event description:
It was reported that the patient was experiencing an abnormal sensation that the patient described a vibration type of sensation and was worst when startled or emotional. The patient noticed that it would not go away when she turned her system off. The patient was reprogrammed multiple times, however the scs (spinal cord stimulator) was not providing appropriate relief and causing pain and burning sensation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.